Manufacturer narrative:
Heartsine continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to the limited information provided by the customer, initial reporter phone was left blank.

Event description:
The customer contacted heartsine to report that their device's on/off button does not function. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Event description:
The customer contacted heartsine to report that their device's on/off button does not function. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault. This fault was attributed to corrosion on the membrane tail. The corrosion on the membrane tail, usb contact collars and pcba indicate that the device was stored outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.